Manufacturer narrative:
Brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that upon removal the tampon would unravel and break off inside of her. Manual removal was successful. Consumer experienced dizziness and nausea.